Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformance to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.

Event description:
M6-c device was explanted, no clinical reason provided. The device was explanted. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
No radiographic imaging was provided; therefore, it was not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. The device implant was returned for evaluation and was partially attached upon receipt with evidence of mechanical damage in the anterior quadrant for both endplates, which is consistent of extraction damage. No microbiology or pathology laboratory testing reports and/or results were provided. Based on the limited information provided, the cause of the event was unclear, as the device did not appear to have failed mechanically at the time of removal.